Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device intermittently did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device intermittently did not sound an audible alarm tone from the secondary speaker during an alarm condition. Though requested, no add'l info was provided.